Event description:
A patient reported having upper aligner air gaps. The patient was advised to backtrack. The patient provided updated photos, the customer support team determined that the patient has an intrusion on #8 and maybe 25 original. The lower aligner fits within normal limits.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.